Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event where infusion set tubing got detached from hub on (B)(6) 2024. The infusion set was in use for 24 hours. The blood glucose level was 400 mg/dl and the patient was treated with correction bolus via pump. Patient replaced infusion set, cartridge and resumed insulin deliveries successfully. No further information available.